Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. The customer reported there was no patient involvement.